Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: h6 (medical device - problem code). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found no faults. The fse replugged the relevant circuit boards. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Due to character limitation in block e1: full event site name: (B)(6) hospital.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) device suddenly sounded a buzzer alarm and the machine automatically shut down. After discovering the problem, the customer found that the battery and ac power were normal. After restarting the machine, the device could be used normally and functioned normally. After continuous use for 6 hours, a spare machine was replaced and no personnel were injured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).